Event description:
Additional information was obtained regarding the reported event. The procedure was a tavr performed via percutaneous right femoral artery access using ultrasound guidance. A groin hematoma occurred at the arteriotomy site (mid-femoral head), with post-event imaging confirming a vessel dissection localized to the access site. During the procedure, a circulo guidewire was positioned in the left ventricle. Resistance and guidewire buckling were noted during advancement of the flexnav delivery system, which was subsequently removed. Bleeding was first observed upon removal of the 14fr sheath in preparation for insertion of the flexnav delivery system. Imaging (fluoroscopy and visual assessment) indicated interaction between the guidewire and vessel wall. The physician assessed the circulo guidewire as a probable contributing factor, noting that pressure transmitted to the wire during sheath/device exchange may have caused or contributed to arteriotomy site damage and dissection. Alternative causes, including sheath exchange and catheter insertion, were also considered. No device malfunctions or defects were reported. Hemostasis was achieved within minutes using peripheral ballooning. The patient experienced transient hypotension that was managed with intervention and medication, and was stabilized following the event. The guidewire was not available for return as it was discarded during the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no further information was provided regarding this event at the time of this report. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
While in the middle of a sheath exchange, going from our flexnav delivery system back to a 14fr sheath, there was extensive bleeding noted. The physicians thoughts were that there was something that happened with the circulo wire pushing against the arteriotomy, causing the bleeding. They did a peripheral intervention using a balloon that helped get hemostasis.

Manufacturer narrative:
This medwatch report is being submitted as an update to the previous report to include additional information. Sections b2, b5, b6, b7, h1, h6(f), and h11 have been updated. The discharge summary received from the distributor on 06/29/2026 documented that the patient expired on (B)(6) 2026. The reported cause of death sequence was ventricular tachycardia, cardiogenic shock, and severe aortic stenosis. The discharge summary further identified atrial fibrillation with rapid ventricular response, urinary tract infection, acute kidney injury with chronic kidney disease stage 3, anemia due to acute blood loss, hyperkalemia, severe metabolic acidosis, liver injury, and intra-procedural bleeding from the right and left femoral access sites as conditions contributing to death. Based on receipt of this additional information, the report was updated from a serious injury event to a death event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Additional information was obtained regarding the reported event. Overnight the patient's postoperative course was complicated by atrial fibrillation with rapid ventricular response requiring amiodarone infusion for control and neosynephrine infusion. The following day the patient presented with new onset left-sided facial droop and expressive aphasia with preservation consistent with stroke. As the day progressed the patient developed worsening metabolic acidosis, worsened renal function, and severe transaminitis with cardiogenic shock. Computed tomography (CT) imaging without contrast demonstrated new suspected right anterior pelvic wall hematoma. The patient's family declined additional treatment. Medical management was transitioned to comfort-focused measures. On (B)(6) 2026 the patient passed away. The physician mentioned the cause of death related to the procedure and the patient's comorbidities.

Manufacturer narrative:
This medwatch report is being submitted as an update to the previous report to include additional information. Sections b5, b7, d4, d8, h4, h6 (b, c, and d), and h11 have been updated. The device involved in the event was discarded therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or clinical factors have contributed to the event as reported. Bleeding (hemorrhage, hematoma), access site complication, and additional surgical procedure are known potential adverse event and is listed in the circulo device instructions for use. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. Should additional information be received, a follow up medwatch report will be submitted.